Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 48 mg/dl while wearing the pod on their leg between 4 and 24 hours. The patient stated that the pod was removed in the emergency room to allow for treatment and attributed this to be associated with low blood glucose levels. Symptoms reported include cognitive changes and difficulty communicating. Additional health issues at the time included a urinary tract infection and shingles. The patient was treated in the intensive care unit with intravenous fluids, antibiotics, and grape juice. The patient was released on (B)(6) 2026. The pod was discarded by the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: tp1a.220624.014.g781u1uesngyi1. Hardware: sm-g781u1. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.